Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to myopia. There was no post op patient injury reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/19/2016. Returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection at 10x microscope magnification was performed. The lens was cut in two pieces and was probably related to the explant process. Viscoelastic residue was observed on the lens pieces. A functional test could not be performed due to conditions of the returned lens. The reported complaint could not be verified. Manufacturing record review: a review of the manufacturing records was performed. There were no discrepancies found during the review. The documentation shows that the production order was manufactured according to specifications. There were no associated deviation or non-conformity reports found in the review related to this complaint. The units were released according specification in compliance with the product intended use as required. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.